Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent exit block and asystole. It was noted that the pacing lead exhibited unstable thresholds, and failure to capture. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.